Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd nano¿ pro ultra-fine¿ pen needles were difficult to operate. The following information was provided by the initial reporter: "consumer reported finding on the new to this caller the nono pro non patient end does not attach smooth onto her insulin pen. Consumer reported when removing the inner shield, its more difficult...".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported 2 bd nano¿ pro ultra-fine¿ pen needles were difficult to operate. The following information was provided by the initial reporter: "consumer reported finding on the new to this caller the nono pro non patient end does not attach smooth onto her insulin pen. Consumer reported when removing the inner shield, its more difficult..."